Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl and morphine via an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was a little slow to connect. The rep stated it was getting stuck around 75%. Technical services stated there was a known issue where the ptm was lagging at 90% and walked through clearing data. The patient stated he has had issues with the ptm being slow since he got the ptm but could not say when he got his ptm. Additional information was received from a healthcare provider via a company representative who reported that after clearing the data as instructed, the ptm (personal therapy manager) functioned properly.

Manufacturer narrative:
Continuation of d10: product ID a820; lot/ serial#: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.